Event description:
Caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the cartridge alarm and instructed the caller to remove the cartridge from the pump and deliver a 9-unit bolus, which was completed successfully. Despite trying multiple cartridges, the issue persisted, and the caller could not resume insulin therapy. Consequently, technical support decided to replace both the pump and the original cartridge. The caller was advised to use a backup insulin pump for continuous delivery and was provided with instructions on how to handle and return the faulty pump, as well as program and connect the replacement pump.